Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device failure was first found on (B)(6) 2024, the event continued to occur on multiple dates until the device was removed on (B)(6) 2024. The date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported 3/24: 1.5 cm migrated out & not centrally located; 3/25: catheter positionally occluded cxr neg for kink; 4/29: catheter now with 8 cm external; 5/9: catheter 9 cm external; 5/26 catheter d/c'd with kink at 18 cm mark. Due to non-central tip position and migration of line, line with intermittent occlusion and sluggish blood return but did complete therapy. Initially secured with securlock, then statlock. 11cm above antecubital fossa 11cm, 4cm external. No patient harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed but the root cause could not be determined. One photograph of a catheter was returned for evaluation. An initial visual observation of the photograph showed a kink in the catheter shaft. Use residues were observed along the catheter shaft in the returned photograph. Because no other details of the kink could be evaluated from the returned photograph, the complaint of a kinked catheter is confirmed, but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6): 1.5 cm migrated out and not centrally located; on (B)(6): catheter positionally occluded cxr neg for kink; on (B)(6): catheter now with 8 cm external; on (B)(6): catheter 9 cm external; on (B)(6) catheter d/c'd with kink at 18 cm mark. Due to non-central tip position and migration of line, line with intermittent occlusion and sluggish blood return but did complete therapy. Initially secured with securlock, then statlock. 11cm above antecubital fossa 11 cm, 4 cm external. No patient harm reported. No other information was provided.